Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested the patient on the meter and the result was >8.0 inr. The patient then had a lab test within 7 hours and the result was 5.1 inr. The patient's therapeutic range is 2.0-3.0 inr. The patient has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors and is not anemic. Patient has had no changed in diet or medication. The patient has no bleeding or bruising. There was no allegation of an adverse event. Retention test strips (304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.